Event description:
The customer's mother called to report the customer was admitted to the hospital for dka. The customer has noticed in the last two weeks that the light was dim and the rewind has been slower than ususal. Troubleshooting was performed. The pump passed the self-test. Also the customer had blood at the site. A replacement pump was requested.